Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severe calcification in the vessel at the time of implant. It was reported that the pt returned for a 30 day follow up appointment. There was narrowing in the stent graft and thrombosis build up inside the iliac stent graft. The physician elected to perform lytic therapy, clearing the thrombosis. The physician elected to implant a 10x4 balloon expandable bare metal stent, ballooning up to 10 atms. The end of the case the flow was restored. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: arterial and venous occlusion, severe calcification in the vessel. Secondary intervention.